Event description:
It was reported "has too many delivery issues/problems." There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.